Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. It was the surgeon's decision to remove the implant at the patient's request. Part numbers, lot numbers, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7055-90, lot# 7753002994002, mfd. 11/28/11, exp. 2014-11-28, gtin (B)(4). 2nd (second): ifuse implant, p/n 7040-90, lot# 7753003041003, mfd. 01/03/12, exp. 2015-01-03, gtin (B)(4). 3rd (inferior): ifuse implant, p/n 7040-90, lot# 7663002779003, mfd. 10/19/11, exp. 2014-10-19, gtin (B)(4). Implants added in (B)(6) 2014: ifuse implant, p/n 7050-90, lot# i0914, mfd. 01/15/14, exp. 2019-01-15, gtin (B)(4). Ifuse implant, p/n 4035-90, lot# 8029003804002, mfd. 09/04/12, exp. 2015-09-04, gtin (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2012 where three implants were installed. The patient had a period of pain relief before reporting a recurrence of si joint pain. In (B)(6) 2014, two additional implants were added to help fixate the left si joint. The patient later reported to a new surgeon with complaints of continuing si joint pain and requested that the implants be removed. The surgeon did not indicate a medical reason to remove the implants but did so at the patient's request. Four of the five implants were removed using chisels as they were solidly fixed in bone. One implant was left in place. The status of the patient following the revision procedure is not known.